Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances. As such, surgical intervention may be pending to address the issue